Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the following were noted: · there was a hole on the insertion section sheath, and ultrasonic medium was leaking. · there was a trace of gripping with something in the periphery of the above hole part. · there was a pressure mark on the distal end sheath. · there was no damage in the ultrasonic transducer. · internal blade (flexible shaft) was working normally. · ultrasound image was distorted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress where a hole was created due to external force leading to leakage of the ultrasonic media. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifiers: (B)(6) (corresponds to the device in which the tip came off) and (B)(6) (corresponds to the device that leaked during procedure). The device has been received at olympus and the evaluation is currently pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer, the tip came off on the ultrasonic probe prior to an unknown procedure and another ultrasonic probe had leaked during an unknown procedure after 19 uses. There were no reports of patient harm associated with this event.